Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during basals. Customer's blood glucose was unknown mg/dl. The customer stated that the drives support cap appears normal. The customer stated that the device was no exposed to high magnetic field. The customer did not report an e70 alarm. The customer were able to rewind complete. The customer performed displacement test and passed. The customer was advised that based on troubleshooting the device is ok to use and to monitor.